Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the foreign material in the light guide rod lens, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the light guide rod lens. There was no patient involvement.